Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop soreness in her throat down into chest, and a dry cough feeling like bronchitis. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found evidence of wear and tear around display. The ui knob was missing. Unidentified dust/dirt contamination observed at air inlet and the area in-between the humidifier and the base unit on side of each enclosure. The manufacturer visually inspected the device internally and found unknown contamination on the humidifier lid seal, as well as on the bottom enclosure, unknown dust/dirt contamination throughout the device internals including unknown dust and broken plastic piece on the pca, most likely remnant of the missing ui knob. Moderate dust contamination was observed in the blower and on the impeller. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified for good power supply and power cord, airflow was verified to be operating correctly. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 health effect- clinical code, type of investigation, investigation findings and investigation conclusions have been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).